Event description:
The patient reported the hcp who installed their pump had implanted 250 pumps ¿some people died and had to be hospitalized¿. Per the reporter other people ¿were getting too much and dying¿ the deaths were reported in a newspaper article. The patient also reported ¿volume discrepancies were seen at refills¿ but the volumes of the discrepancies were not reported. Further follow-up is being conducted to obtain information. If follow-up information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4). Exact date of death is unknown.